Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, h4, g4, h6. MDR section codes updated/corrected: b, c, d, f, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. No explant date. The cause of the patient¿s shoulder dislocation and subsequent reduction reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported approximately 11 months and 20 days after a right tsa, the patient dislocated his shoulder. Patient states that this morning they leaned on right arm and felt shoulder shift out of place. Patient noted 10/10 pain and lack of rom. The patient had an in office reduction and the outcome of this event is considered resolved. This adverse event was reported to not be related to the device or procedure.

Manufacturer narrative:
(D10) concomitants: 320-42-00 - 145-deg pe 42mm hum liner +0: s341547. 300-01-13 - equinoxe, humeral stem primary, press fit 13mm: 7160436. 300-01-14 - equinoxe humeral stem primary press fit 14mm: 7156005. 320-06-42 - glenosphere 42mm: 6989668. 320-10-00 - equinoxe reverse tray adapter plate tray +0: 7103552. 320-10-00 - equinoxe reverse tray adapter plate tray +0: 7280542. 531-78-20 - shouldr gps hex pins kit: 7263558. 320-15-05 - eq rev locking screw: 6651386. 320-20-00 - eq reverse torque defining screw kit: 7267995. 320-20-00 - eq reverse torque defining screw kit: 7294136. 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm: s351455. 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: s350001. 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm: s344374. 321-52-07 - 3.2mm drill bit sterile: 6562966. 321-52-07 - 3.2mm drill bit sterile: 6586561. A10012 - gps implant kit v2: 08000121265.